Manufacturer narrative:
The device was returned to our manufacturing facility and analyzed following our quality control procedure. Visual examination of the device: the valve returned is clean, without deposit inside or any mark on the body. No visual defect is visible in the inner mechanism. Functional control: the ability of the device to perform as intended was tested. The ball in not stuck on its seat and flow of air and alcohol remains possible. In addition, rotation of the inner mechanism is possible upon return and after cleaning. No mechanical failure of the device could be detected. Behavior of the magnet: in order to verify the proper functioning of the magnet, several adjustments were performed with an adjustment magnet placed at 8mm distance of the valve (max. Implantation depth recommended). The adjustment was found to be compliant with the specifications. An adjustment magnet was then placed at 30 mm of the valve, to verify the influence of this magnet on the pressure setting of the device. No influence could be observed. The device's magnets are compliant with their specifications. The valve is 100% controlled (pressure/flow characteristics, visual controls, etc.) During the manufacturing. A review of the fabrication record showed no anomalies. In conclusion, the returned device complies with its specifications. The issue faced by the user could not be reproduced under laboratory conditions.

Event description:
A (B)(6) female patient was implanted with a ventriculo-peritoneal derivation including a sophy valve, adjusted on its 5th operating pressure level. The user reports that after the implantation, the shunt was good and effective, but after 1 week, the tension of the bone window increased. The valve was tested and found to be at its 8th and highest-pressure level. The pressure level was changed to the 5th position resulting in a decrease of the tension. After 3 days, the tension began to increase again. X-ray examination revealed that the pressure level had gone to the eight pressure level. The same event repeated itself several times, even after installing the patient in another room with no electrical equipment no magnetic interfere. The user decided to explant the valve and replace it by another device of the same model.